Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that one day post implant the right ventricular lead dislodged. A revision procedure was performed. The lead was removed and replaced. No adverse patient effects reported.